Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient left a voicemail with a recall inquiry on her triathlon right knee. Update: spoke with patient's wife, who was the initial reporter. She mentioned patient was experiencing "issues" and wanted to know if parts are subject to a recall.